Event description:
It was reported that the patient received external defibrillation shocks for an episode of ventricular fibrillation arrest. Paramedics were unaware that the device was implanted on the patients right side and the shocks were delivered directly over the device. Upon interrogation, the device exhibited loss of capture and a sensing anomaly. A high ventricular rate episode was recorded by the device. The device was reprogrammed. Upon restoration of ventricular capture, pause dependant ectopy ceased. The physician believed that the loss of capture and high sensor indicated rate were due to myocardial ischemia and that there is no alleged malfunction on the device or the leads. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.